Event description:
Patient was admitted with unstable angina and received three cypher stents to the ostial lma, proximal and mid lad during index procedure. Four months after stent placement, restenosis of cypher stents in the proximal and mid-lad was noted on following angiography. This was successfully treated with a cutting balloon procedure. This patient was admitted to the hospital with a chief complaint of stable angina. The patient was currently taking aspirin, plavix, beta-blockers, and statins. The patient was taken electively to the cardiac cath lab, where angiography revealed a de novo, 70% ostial lesion in the left main artery (lma) extending through the mid lad. A bolus of angiomax was administered via IV. Reopro was also administered via IV. There were no difficulties in accessing or wiring the vessel noted.